Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated. The investigation determined the field service engineer's actions of correcting the position of the incubator cover resolved the issue.

Event description:
There was an allegation of questionable elecsys hcg+b results from the cobas 6000 e601 module. Sample 1 initial result was less than 0.01miu/ml and the repeat result was 22.89 miu/ml. Sample 2 initial result was 142.9 miu/ml and the repeat result was less than 0.01 miu/ml. The questionable results were not reported outside of the laboratory.

Manufacturer narrative:
The cobas 6000 e601 module serial number was (B)(6) . The lid of the instrument incubation tray was not placed correctly. After correction, the results were all normal. The investigation is ongoing.